Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01379 to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was tested for energization. It successfully activated without problem. The manufacturing history was reviewed, with no irregularities noted. The resistance between the forceps cups and the plug of the handle was measured. The measurement showed no anomalous value. The exact cause could not be conclusively determined since there were no defects on the subject device. However, based on the past similar cases, there is a possibility that the output might reduce since the current density decreased due to becoming large contact area between the tissue and the subject device. Also, there is a possibility that the subject device did not activate output since the connection between the subject device and the electric surgical generator was insufficient. The instruction manual of the subject device has described inspecting method of connection for a code and electrosurgical unit. Also, the instruction manual of the subject device has already warned as follows: apply the current while pulling the tissue. Otherwise it could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
During an unspecified endoscopic examination, the subject device was used. During the procedure, the patient bled and the doctor used the subject device for sealing off the bleeding, but the subject device did not activate output and could not stop the bleeding. The doctor stopped bleeding using a clip and the procedure was completed. There was no patient injury reported.